Event description:
A report was received stating the tracheotomy tube was in use with a pt for 7 days when it was suspected of leaking. The tracheostomy tube was replaced. During the second cleaning of the device, it was reportedly confirmed to be leaking. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.